Event description:
Information received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician found the trend linkage was adjusted to tight which allowed the hi/low to drift. The technician adjusted the trend linkage to repair the bed.